Event description:
Caller reported a power source alert, which eventually led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the caller that when the pump shuts down or is reset, insulin on board and max hourly bolus are set to zero, and cgm sessions need to be restarted manually. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.